Manufacturer narrative:
Date of event is estimated. The explant date is estimated to be sometime in 2016. The exact date is unknown to the manufacturer. The event of system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Reference manufacturer number: 1627487-2020-04593 . It was reported that the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein the system was explanted and replaced to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.